Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿image issue¿ was confirmed . The images was noted to cut on and off due to a faulty cable. The instruction manual provides warnings to prevent cable damage. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately.

Event description:
The service center informed that during an unspecified procedure, multiple images that would rotate through the four corners of the monitor intermittently. The user facility reported it is believed the issue was caused by a loose coupler. The intended procedure was completed with the same device without delay. It is unknown if the unit was inspected prior to use. There was no patient injury reported.